Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the pump powered up with the returned battery cap to a hard call service 007 eeprom read error. A reboot was required to clear the call service 007 error. The battery cap was able to fully tighten to the pump. The battery cap measured within specifications. The battery compartment was intact. No evidence of contamination was found inside the battery compartment. The pump case was removed to find the eeprom component was cracked. An eeprom component failure was concluded due to a cracked eeprom component.